Manufacturer narrative:
Concomitant medical products: plc201400/14737849, pxc141400/14602580. Concomitant medical products: patient medications include but are not limited to: aspirin (81 mg), lisinopril (10 mg)) clopidogrel. (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an aortic aneurysm involving the visceral branch vessels as part of the (B)(6) study. It was reported that the procedure entailed implant of four gore&#59397;excluder&#59393;aaa contralateral leg endoprostheses. The procedure was successfully concluded with no reported complications or endoleak. The aneurysm at time of implant was reported to measure 73.0mm. On (B)(6) 2016 computed tomography (CT) performed by the site determined the maximum aneurysm diameter measured 083.0mm. No additional sequelae was reported. CT with and without contrast performed by the corelab this date determined the maximum aneurysm diameter measured 77.7mm and determined a type ii endoleak with lumbar artery involvement associated with the contralateral iliac extender component. On (B)(6) 2016, CT performed by the site determined the maximum aneurysm diameter measured 081.0mm and a type ii endoleak is confirmed. The event is ongoing and no action was taken.